Event description:
It was reported that during a procedure, the device broke and remained in the patient's knee. It was later removed completely without delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure the device broke and remained in the patient's knee. It was later removed completely without delay.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The tip of the femoral aimer is broken off at the weld. There were significant scratch marks present on the handle of the aimer and the anodization is completely stripped off the handle. The most likely root cause for this failure is user error. The aimer must be sized appropriately with the tibial and femoral tunnels, so that after the pin has been drilled into the femoral tunnel, there is still enough room in the tibial tunnel to retract the aimer without hitting the tibial plateau. Furthermore, the surgeon cannot change the knee flexion, as this may further impede the removal of the aimer out of the tunnel. Additionally, the scratches on the handle could indicate some user misuse. The handle has been in the field for over four years, and it appears that aggressive chemicals have been used to sterilize the device; this could have contributed to the failure. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.